Event description:
It was reported that a clip applier delivered staples that came out and the device would not work.

Manufacturer narrative:
Final investigation showed that the clip applier was able to properly fire, pinch and reload all eight clips that remained in the device.